Event description:
It was reported the patient received a patient notifier due to charge time limit reached during capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.